Event description:
In 2008, the patient reported that for the past 2 days she has had elevated blood glucose readings from 209 mg/dl to 502 mg/dl. She stated her boluses are programmed into her insulin infusion device and delivered but she does not think her device is properly delivering her basal rates. To troubleshoot, the patient was instructed to disconnect from her device and perform a prime. She did so and insulin flowed from the tubing. The patient then put her device in run and programmed a 3 unit bolus into the air which successfully went through. The patient was instructed to check her basal rate amount for each hour and her total basal rate on her device. She confirmed these amounts were accurate. She stated she has not eaten much in the last 4 days and she is becoming dehydrated. Her bolus history and daily insulin totals on her device were checked and confirmed to be accurate. She said she last changed her adapter 'around 2008. Troubleshooting found no product issues. The pt was advised to switch all accessories to her backup device to see if her readings remained elevated. On follow up with the patient in the same month, she stated she continued to use her primary device and noticed that the connection to her infusion set tubing was coming loose. She stated she changes her headset every 4 days and was not sure how often she changes the tubing. She was advised to change her headset every 3 days and the tubing every 6 days. She said she changed her headset and she has had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.